Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: observation found during evaluation: the probe has scratches and cuts on the ultrasound pad, causing a dark vertical line in the ultrasound image. The root cause of the failure is likely due to use-related damage. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) is: confirmed, root cause was identified as a failure of the beamformer. (Reference: MDR number 3006260740-2022-00469).

Event description:
Observation found during evaluation: the probe has scratches and cuts on the ultrasound pad, causing a dark vertical line in the ultrasound image.